Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited noise and inappropriate ams episodes. Noise was reproducible with isometric test. No intervention was performed. The patient was in excellent condition.